Event description:
Customer reported that the hook and loop attached was not secured once it was applied to a pt. As a result, the pt was able to free his leg and kicked a caregiver in the abdomen.

Manufacturer narrative:
Results: evaluation of the returned product found that the lock on the ankle cuff locks securely, however, the buckles lock on the connecting strap opens up when the strap was pulled on. Note: instructions for use state that before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch; cracked or broken buckles or locks; and/or that hook and loop adheres securely, as these may allow pt to remove cuff. Discard if device is damaged. (B)(4).